Manufacturer narrative:
The previously reported stent graft was not a talent stent graft and was actually another manufacturer's stent graft. There was no intervention performed to resolve the observed distal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft was implanted for the endovascular treatment in a patient for the treatment of an abdominal aortic aneurysm. It was reported that the CT revealed a new distal type I endoleak present. The aneurysm was 8.7 cm in diameter. Unknown if there was intervention performed. A year later there were no endoleaks present. The investigator did not indicate the cause of the event. No clinical sequelae were reported.